Event description:
Additional information received on 04nov2025. The proximal neck was parallel with mild tortuosity, mild occlusive disease and moderate calcification. The distal neck was parallel with severe tortuosity, mild occlusive disease and moderate calcification.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). D4) catalog# is changed to unknown as the description reference both zta-p-42-225 lot: e4225830 and a zta-d with unknown lot and rpn. It is referred to as zenith alpha thoracic endovascular graft. After investigation the event is no longer considered reportable to FDA as no information indicates device deficiency. Summary of investigational findings: this complaint is opened to address thrombosis in a zta stent graft, in a patient enrolled in a zenith alpha thoracic post market retrospective study (B)(4). On (B)(6) 2022 an 82-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of a zta-p-42-225. The study procedure also included thoracic aortic fenestration. The proximal neck was parallel with mild tortuosity, mild occlusive disease and moderate calcification. The distal neck was parallel with severe tortuosity, mild occlusive disease and moderate calcification. Follow-up imaging on (B)(6) 2022 revealed patent study device, thrombus in the zta-p- and zta-d- components no device issue and no endoleaks. Follow-up xray on (B)(6) 2022 revealed no evidence of device issue. On (B)(6) 2023, the patient experienced bacteremia, which was treated with antibiotics, change of medication, inotropic cardiac support, ventilation, and sedation. The event is noted as not related to the device, procedure or treated aortic disease. It is noted as related to placement of total left hip prosthesis and positive blood culture. The event led to death. Patient medical history includes, atrial flutter ablation, complete atrial fibrillation, obesity, bilateral knee replacements, left hip prosthesis, hydrocele, sleep apnea syndrome, thrombosis, hypertension, sub-renal aneurysm, past smoking. One device zta-p-42-225 lot: e4225830 is reported to be implanted during the study procedure, but on the follow-up images on (B)(6) 2022, 8 days post procedure thrombosis is noted in both the implanted zta-p but also in a zta-d device. No information about which other devices have been implanted in the patient is received. This complaint covers thrombosis in the zta-p-42-225 and thrombosis in a zta-d with unknown lot and rpn. It is reported that the patient had thoracic aortic fenestration during the study procedure, additional information about this have been queried, but no more information is provided. Based on the limited information, this is assessed not related to the implanted cook devices. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint event is related to the implanted stent graft. This complaint originates from a post market retrospective study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. This is a known potential adverse event as described in the instruction for use. A definitive cause was identified, thrombus is a known potential adverse event. Nothing indicates that the event is related to a fault condition of the device, the thrombus is assessed as an adverse effect inherent to this type of procedure why the event is assessed to be a side effect. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: thrombosis within the study device was noted 8 days post-procedure. On (B)(6) 2022, this 82-year-old male patient was routinely treated for saccular thoracic aortic aneurysm with placement of a zta-p-42-225. It appears that the study procedure also included thoracic aortic fenestration. Follow-up imaging on (B)(6) 2022 revealed patent study device, thrombus in the zta-p/pt- and zta-d- components (queried as no zta-d- component is noted as placed), no device issue and no endoleaks. Follow-up xray on (B)(6) 2022 revealed no evidence of device issue. On 28jan2023, the patient experienced bacteremia, which was treated with antibiotics, change of medication, inotropic cardiac support, ventilation, and sedation. The event is noted as not related to the device, procedure or treated aortic disease. It is noted as related to placement of total left hip prosthesis and positive blood culture. The event led to death. Patient outcome: there was no further imaging after thrombosis was noted in which assessment of it could be made. The patient died on 02feb2023 (234 days post-procedure). The cause of death was septic shock with multi-visceral failure. Additional details: ¿placement of a total left hip prosthesis. Then 2 weeks later, the patient went into septic shock with multi-visceral failure.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.